Event description:
The clinicians were performing a therapeutic lithotripsy on a pt using a lithotripter and an alliance inflation device in their efforts to crush the stone. The physician attempted to crush a stone using the lithotripter's basket, but the stone would not crush and the lithotripter tip failed to drop off. Because the tip did not drop off, the nurse continued to try and crush the stone, but the lithotripter's thumb ring became flattened and broke. The stone failed to crush, and the clinicians successfully re-opened the lithotripter's basket, and the let the stone fall out. The lithotripter's basket was then closed and removed from the pt. The clinicians then obtained another lithotripter to use with the alliance inflation device and successfully completed the pt procedure. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction.